Event description:
Facility alleged that air bubbles could not be cleared from the bloodline. The entire set was discarded ebl 250ml. Treatment was restarted w/o further incident. No medical intervention was needed per hcp.